Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation (as the product was disposed of); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause of the reported issue could not be determined. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified procedure, the mayfield modified skull clamp (a1059) lacerated the patient's head. Surgical delay is unknown. Additional information has been requested.